Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing caused by noise was noted on the atrial lead. Reprogramming was performed to resolve the issue. The atrial lead remains implanted. The patient was in stable condition.